Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/16/2009, 09/21/2009, and 09/24/2009 by phone, fax, and mail. A completed questionnaire was received on 09/24/2009.

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) impact surgery. In a follow-up, the surgeon reported the event continues.